Manufacturer narrative:
(B)(4). Medical product: vngd ssk psc intlk fml s 55 rt catalog # 183300 lot # 460060, offset tib tray 2.5mm adaptor catalog # 141490 lot # 207560, vngd sskpsc tib brg s 16x63/67 catalog # 183826 lot # 467180. (B)(6). Customer has indicated that the product will not be returned because it was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-05848. Discarded by hospital.

Event description:
It was reported that the during revision procedure the tibial prosthesis was removed from the patient after several attempts. The femoral and distal tibial components were unable to be removed

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.